Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: unknown, product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. It was reported connector pin was bent and patient couldn't charge ins now, stimulator dead. It was noted pin bent and stimulator dead on the same day. No further complication and no symptoms were reported.

Manufacturer narrative:
Analysis of the desktop charger (serial# (B)(4)) found a reliability non-conformance and the connector pins were bent. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 37761 serial# (B)(4) product type recharger ,fdc code 67, fdm code 4114, fdr code 213 apply to the recharger. Fdc code 67, fdm code 4117, fdr codes 213 apply to the implantable neurostimulator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37761 serial# (B)(4) product type recharger (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient that was implanted with a neurostimulator (ins) for non-malignant pain. It was reported connector pin was bent and patient couldn¿t charge ins now. Resulting in the implanted stimulator becoming depleted. It was noted that the pin bent and stimulator depleted on the same day. No further complication and no symptoms were reported.